Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a scheduled procedure. During procedure, it was discovered that the exhibited failure to capture. An interrogation was attempted to be performed however, the programmer could not read the pacemaker normally. The programmer was restarted for a second attempt and was still unable to interrogate. The device was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.